Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. In addition, it was reported that cartridge change errors occurred during the load sequence. Customer was able to successfully load a new cartridge to resolve the issue. Customer's blood glucose level was 199 mg/dl.